Event description:
It was reported by service report that the bed had a load cell issue. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - the load cells malfunctioned.